Event description:
It was reported by the hcp that the patient underwent bravo ph testing due to recurrent chest discomfort of undetermined etiology. There was difficulty with the first bravo capsule releasing from the delivery system. A second capsul was placed and endoscopic examination was performed to verify placement. At that time "a little bit of blood" was noted ina the esophagus but felt to be inconsequential. The following morning the patient presented feeling weak, dizzy and having had two episodes of hematemesis. The bleeding was controlled with injection of epinephrine. The patient was admited to the hospital where they received a blood transfusion and esophagogastroduodenoscopy revealed a well-organized eschar that had bled the day before but with no evidence of active or recent bleeding since that time. The patient was discharged from the hospital with no further complications.